Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the "patient consequence: patient had to be in anesthesia longer than planned." How much longer the patient was under anesthesia (minutes/hours)? Unknown . Was there any change in the post-operative care of the patient as a result? No. Were there any additional patient consequences? If yes, please provide further detail. No.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon fired the circular stapler none of the staples came out and it only cut the tissue. They had to fix the problem and then got a new circular stapler. Patient consequence: patient had to be in anesthesia longer than planned.

Manufacturer narrative:
(B)(4). Batch # r59943. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.